Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse catheter and the patient experienced cerebral infarction. Two (2) days after the ablation procedure with the varipulse catheter, the patient experienced cerebral infarction with transient blurred vision for 2¿3 minutes while smoking. The neurology department¿s opinion was that the lesion likely occurred intraoperatively or immediately postoperatively and was not newly formed after discharge. The patient subsequently visited the hospital, and a magnetic resonance imaging (MRI) revealed a lesion in the right cerebellum, silent cerebral infarction and transient cerebral vasoconstriction. The patient remained asymptomatic thereafter and was reported to be recovering. The physician assessment of the health problem was that it was non-serious (moderate/minor). Prolongation of hospital stay was reported. The physician's opinion on the relationship between the event and the product was that the onset occurred two days after surgery, so a causal relationship with the product is unknown. Because the event occurred while smoking, cerebral vasoconstriction was considered a possible contributing factor. No abnormalities were observed prior to use of the product. No additional intervention was provided as the lesion identified on MRI was considered asymptomatic. The outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization. The energy used during the procedure was pulsed field ablation (pfa). The patient did not have a previous history of stroke. No observations such as intracardiac excessive microbubbles were observed via ultrasound. No excessive impedance errors noted during the case. A trupulse generator and ngen pump were used for the procedure. The procedure activated clotting time (act) was 350 seconds over. One transseptal puncture site was performed during the procedure. The energy delivered was pfa for each group of performed ablations. No ablations were performed outside the pulmonary veins. No evidence of char or blood thrombus/clot during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31718280l and no internal action related to the complaint was found during the review. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).